Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). This report is for depth limitator f/holder f/syncage-c+cer/unknown lot number. Device is not expected to be returned to synthes manufacturer for evaluation /investigation. (B)(6). (B)(4) at the time of this review, there is no further information available. Due to the lack of information, this will be reported as a precaution. If additional information becomes available, this determination should be sent back for review. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a case involving a patient's injury during surgery, this product was used during surgery. No more information is available at this time. This complaint involves two parts. This report is 1 of 2 for (B)(4).